Manufacturer narrative:
Evaluation completed. One opened bl5225w pack from lot v6269 was returned. The extension handle was on the vitrectomy cutter. The tip protector was not returned. The needle was bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no defects were found. A functional test was performed using a stellaris pc system. The cutter did not cut. The inner needle does not enter the port window. It should be noted that a bent needle could contribute to poor cutting performance due to binding and friction between the inner and out needles. The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The doctor reported the cutter from the vitrectomy pack failed. The cutter stopped working during the procedure, it stuck in the closed position. When the doctor comes off the foot pedal and then resumes, sometimes the cutter starts up again but more often it needs to be replaced. They opened a single cutter and finished the case. No patient injury.